Manufacturer narrative:
A1., a2., a4.-a6. Patient identifier, age, weight, ethnicity and race not provided. D4. Device serial number is unknown, so UDI and expiration date could not be determined. H4. As the serial number is unknown, device manufacture date could not be determined. H10. Livanova manufactures the lifesparc pump. The event occurred in (B)(6). There was no report of patient injury. Through follow-up communication with the customer, livanova received additional information. The pump reportedly had a high pump current and was making a loud grinding sound that reportedly sounded like ice in a blender. Occasionally, the pump would hum as well. It is believed by the customer that that clot was the issue, although it is difficult to say as the pump was quickly changed out of an abundance of caution. No flow issues were experienced during the event. The pump did continue to run properly and there were no errors generated. It was also reported that the old circuit is not available to send in. As the device was not made available for return, a device evaluation could not be performed. The serial number was also not recorded, so a DHR review could not be performed. A complaint history review was conducted and it was found that clotting formation in the pump has lead to noise and a current peak in several events reported in the past. Root cause of thrombus formation in previous cases has typically been traceable to insufficient anticoagulation therapy and/or patient conditions. While an exact root cause could not be determined in this case, as the device was not available for return, clotting formation due to patient condition or decisions on anticoagulant therapy are the most likely causes. As a specific root cause was not confirmed, corrective actions have not been identified at this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : device not available for return

Event description:
Livanova received a report that a lifesparc pump was making a loud grinding noise during a procedure. The customer reported that a clot was identified in the pump and the doctor emergently changed out the pump and oxygenator circuit. There was no patient harm reported.